Event description:
It was reported that the customer's device could not obtain an ECG trace using the paddles lead and the therapy cable assembly. This issue would not allow the device to function in AED mode to detect a shockable ECG rhythm. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and then returned the device to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u15.